Event description:
Philips received a complaint on an intellivue mx550 patient monitor indicating that there was a speaker failure. It is unknown if the device was in clinical use at time of event, no adverse event was reported. Good faith efforts were made to determine if sound was present at time of event.

Manufacturer narrative:
The customer was provided the information for further repair. No additional diagnostic/functional testing was performed. There is no additional information made available. The product malfunction was unable to be confirmed because the customer used a 3rd party service for repair. A review of the service history for this device shows the problem has not been reported again for this device. D4: serial number and UDI were requested but no information was available at time of report.